Manufacturer narrative:
Device not returned.

Event description:
It was reported that the wake button was unresponsive and delayed in responding to presses and multiple, forceful presses were necessary for display to activate. The customer applied more pressure to the wake button to address the issue. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl; cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Customer continued to use the pump for insulin therapy.